Manufacturer narrative:
Product analysis: the valve and delivery catheter system (dcs) were discarded. Conclusion: without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the frame loops would not release from the delivery catheter system (dcs). The specified manipulation was done to get the hooks to release. As the dcs capsule was being pulled back, the valve dislodged due to the capsule becoming caught on the valve crowns. The valve was left implanted in a shallow position and a decision was made to implant a second valve using a new dcs. During the second valve implant, the outflow portion of the second valve appeared constrained by the inflow portion of the first valve causing one of the tabs to not release from the dcs. After approximately fifteen minutes of the specified manipulation, the valve released and was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.